Event description:
Patient was apparently noticing exudation of blood following coughing from his exit site. During dialysis, there was recirculation of saline used to prime the dialysis circuit. The patient was then referred for fluoroscopy which revealed a transected right internal jugular catheter. He was then transferred to the angiographic suite and a fluoroscopy revealed a transected catheter in an area proximal to the catheter cuff. An incision was made over the catheter at the base of the neck. Blunt dissection revealed the catheter which was clamped. The catheter was dissected free using a hemostat. The catheter was transected and a guide-wire introduced into the stump of the tunneled dialysis catheter. We then proceeded to implant a replacement catheter.